Manufacturer narrative:
A partial lead measuring 9.0 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that the patient presented to the operating room for lead replacement procedure due to high impedance observed on the right ventricular lead, it was noted that subclavian compression syndrome had occurred. The lead was explanted and replaced successfully. The patient¿s condition was stable.